Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced incontinence, recurrent urinary tract infections and exposed mesh. An extraction of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.